Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine infection ('uterine infection') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp. Concurrent conditions included right lower quadrant pain since (B)(6) 2014, left lower quadrant pain since (B)(6) 2014 and epidermal inclusion cyst since (B)(6) 2014. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) in 2016 and oral contraceptive nos. In 2014, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginitis/ vaginal infection") and vaginal discharge ("vaginal discharge"), 2 months 11 days after insertion of essure. In 2015, the patient experienced the first episode of device expulsion ("migration of essure device location of device: expelled / expulsion of essure device"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), uterine pain ("uterine pain") and the second episode of device expulsion ("the left coil became dislodged and she actually passed it intact"). The patient was treated with fluconazole (diflucan) and surgery (laparoscopic bilateral salpingectomy with removal of essure coil on right). Essure was removed on (B)(6) 2021. At the time of the report, the uterine infection, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, feeling abnormal, heavy menstrual bleeding, migraine, headache, vaginal discharge and uterine pain outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the urinary tract infection, fungal infection and vaginal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, uterine infection, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: failure to occlude (close) fallopian tubes, malposition of essure device. Most recent follow-up information incorporated above includes: on 7-oct-2021: mr received : event "the left coil became dislodged and she actually passed it intact", reporter added. Essure removal information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pelvic pain') and uterine infection ('uterine infection') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical polyp. Concurrent conditions included right lower quadrant pain since (B)(6) 2014, left lower quadrant pain since (B)(6) 2014 and epidermal inclusion cyst since (B)(6) 2014. Concomitant products included ethinylestradiol;etonogestrel (nuvaring) in 2016 and oral contraceptive nos. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("heavy vaginal bleeding / abnormal vaginal bleeding") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient experienced vaginal infection ("vaginitis/vaginal infection") and vaginal discharge ("vaginal discharge"), 2 months 11 days after insertion of essure. In 2015, the patient experienced device expulsion ("migration of essure device location of device: expelled / expulsion of essure device/ left coil became dislodged and she actually passed it intact"). On an unknown date, the patient experienced uterine infection (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("excessive cramping"), feeling abnormal ("brain fog"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection") and uterine pain ("uterine pain"). The patient was treated with fluconazole (diflucan) and surgery (laparoscopic bilateral salpingectomy with removal of essure coil on right). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and abdominal pain lower had resolved, the uterine infection, device expulsion, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, feeling abnormal, heavy menstrual bleeding, migraine, headache, vaginal discharge and uterine pain outcome was unknown and the urinary tract infection, fungal infection and vaginal infection was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, feeling abnormal, fungal infection, headache, heavy menstrual bleeding, migraine, pelvic pain, urinary tract infection, uterine infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: failure to occlude (close) fallopian tubes, malposition of essure device.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.